Event description:
It was reported that within one day of implant, it was suspected that the lead had moved due to high threshold and no capture being noted. The lv (left ventricular) lead was programmed off, pending physician determination of any further intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2009; 4058m52 implantable pacing lead, (B)(6) 1994. (B)(4).